Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the middle segment of anterior descending artery. A 10mm x 3.0mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon was fractured after entering the body. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.